Event description:
It was reported that the patient's pacemaker exhibited backup vvi operation after unsuccessful firmware upgrade attempts. Multiple unsuccessful telemetry tests were noted. The device was unable to be located when interrogated. A device download was performed successfully. The patient was stable throughout and will continue to be monitored.